Manufacturer narrative:
Maquet received the product in question on 08/18/2015. A maquet service tech tested the device in question and no failure could be reproduced. The rotaflow drive (rfd) in question was sent to a supplier for further investigation and repair. This supplier investigation confirmed a defect of a component on one of the electronic boards of the rfd. The damaged electronic board was replaced and the device was successfully tested to factory specifications. Based on the available information to the manufacturer at this time, the reported failure can be confirmed. The root-cause could be determined as a defect on an electronic board. It remains unclear what caused the damge on the board.

Event description:
(B)(4).

Event description:
It was reported that the drive doesn't work sometimes. This was detected during start up and there was no pt involvement in this case. (B)(4). (B)(6).

Manufacturer narrative:
Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. The device in question will be sent to maquet (B)(4) for investigation. A supplemental - medwatch will be submitted when additional info becomes available.